Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter cored into a 20mm vial of vancomycin. This occurred during reconstitution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from july 13, 2015 to july 14, 2015. The device was returned for evaluation. A visual inspection revealed grey particulate matter in the vial. The grey particulate matter appeared to be stopper material from coring of the vial stopper. A functional flow test was performed without noting any issues. An evaluation of the cannula of the vial-mate device was completed to ensure product compliance. There was no damage, nicks, or burrs present on the cannula. Dimensional analysis revealed that the cannula met specifications. However, the cannula entry sites appeared to be at an angle. Activating the vial at an angle can create particulate matter by scraping against the flanges of the drug vial stoppers. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. However, the cause of the condition could not be definitively determined. Should additional relevant information become available, a supplemental report will be submitted.